Manufacturer narrative:
The device has not been returned for investigation nor were x-rays provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that x-ray images revealed that the rod has a detached actuator cap it is unknown if a revision procedure will be performed at this time. No patient injury was reported.

Manufacturer narrative:
Even though the device remains implanted and no product has been returned, fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Event description:
Additional information was received via case study stating that the right side rod experienced end cap separation failure.

Manufacturer narrative:
Additional information: b.5, b.6.